Event description:
Provider alleged sieve beds saturated. Per independent repair center statement, the unit had low o2 or yellow light -- confirmed. The key failure was the sieve bed saturated. Additional malfunctions were hose clamp leaks and tie wrap leaks.